Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported they noticed a leak where the spiked tubing meets the drip chamber while connected to a patient. There was no harm.

Manufacturer narrative:
The customer report of a leak where the tubing meets the drip chamber was confirmed. Visual inspection of the as-received set observed dried blood residue atop the blood filter drip chamber in which further inspection observed more blood residue was at the engagement of one of the pvc tubings and its corresponding inlet port of the blood filter drip chamber component. Functional testing was attempted by repriming fluid through the tubing at the engagement to the top of the blood filter drip chamber inlet port in which a leak was identified from the engagement. The root cause of the customer's report was identified as due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported they noticed a leak where the spiked tubing meets the drip chamber while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, "blood tubing failures- product defect; 10 different events between (8)(6)- (8){6) 2018. On (8)(6) 2018, 7ne, leak at top where spiked tubing meets chamber lot# (10)18086026.no pt harm, psn no: (8){4). Ref ii's (B)(4)."